Event description:
It was reported that the handpiece is not working. Another instrument was used to complete the procedure with no pt consequence.

Manufacturer narrative:
Eval summary: the handpiece was returned with a loose mount and the nose cone cracked. It was tested on a generator, and no error code was displayed. The instrument does not longer meets the specification for continuity. The handpiece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.